Event description:
It was reported that customer experienced high blood glucose on (B)(6) 2020 with blood glucose of 513 mg/dl. The customer experienced low blood glucose on (B)(6) 2020 with blood glucose of 26 mg/dl. There is no auto mode feature on this insulin pump. The customer treated low blood glucose value with glucagon, emergency medical services and hospitalization. Customer also had a diabetic seizure and coma on (B)(6) 2020. The customer did not mention under delivery.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with initial report was incorrect. The correct information has been provided in b5 section of this report. The h6 harm code of hyperglycemia has been deleted. The h6 harm code has been updated.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mom reported via phone call that the customer were hospitalized due to low blood glucose and high blood glucose on (B)(6) 2020. The customer¿s blood glucose level was 27 mg/dl at the time of incident and 513 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was inactive. Based on customer¿s report customer did not allege under delivery. Customer was treated with intravenous insulin drip. Insulin pump clear plastic ring was missing. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.